Event description:
It was reported that the patient experienced infection with this inflatable penile prosthesis (ipp). A surgical procedure was performed where the device was removed, the area was washed out and a malleable prosthesis was implanted to maintain the space. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implants of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.